Event description:
This case was reported by a lawyer and described the occurrence of neurological injuries in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced neurological injuries. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(6) 2010 via a legal complaint. According to a legal complaint and memorandum of understanding, (B)(6) pt's were identified and met the following criteria: used super poligrip denture adhesive cream products after (B)(4) was added in 1996, had an onset of neurological symptoms after super poligrip use, documented blood copper level(s) below the normal range and documented blood (B)(4) level(s) above the normal range concurrent with symptoms of super poligrip pt's injuries, and evidence of myelopathy and/or myeloneuropathy. This case was assessed as medically serious by (B)(4). At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).